Event description:
On (B)(6) 2026 it was reported that on 19-may-2026 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl, resulting in hospital treatment. The user was treated in the emergency room with insulin and IV fluids and released on 19-may-2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring insulin and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user remained above 400 mg/dl for more than 15 hours prior to seeking treatment. Device records reportedly showed that the user had run out of insulin prior to the event. The user reported dizziness and headache and was treated in the emergency department with insulin and IV fluids. Following treatment, the user transitioned to multiple daily injections and elected not to reconnect to the ilet pending discussion with their healthcare provider. Based on available information, the event is attributed to interruption of insulin therapy after the user ran out of insulin and delayed corrective action in response to prolonged hyperglycemia. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.